Event description:
Caller reported a cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Although caller declined assistance from technical support in loading a new cartridge, they were able to successfully load the same cartridge and resume insulin therapy, resolving the issue.